Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had an appointment with a hcp on (B)(6) 2017.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to get it to work, to turn it up a little bit. He stated that he had been going to the bathroom a lot more often and have a bladder infection and had to go on two courses of antibiotic. He was on it for 24 days. (Later in the call the patient stated 40 days, probably 45 days). The patient stated he just went to the bathroom and blood came out, he wanted to call his healthcare professional (hcp) but they were closed for the weekend. The patient also reported he was not emptying his bladder, out of 5 times and that started after the bladder infection. Later during the call, the patient reported he had yeast infection between his legs that he self-treated and the hcp discovered his uti and prescribed the antibiotics after the first of june. The patient wanted to turn stimulation up and it was noted that the stimulation was off. The patient remembered he had turned stimulation off for an unrelated head MRI and that was when his issues started, the bladder infection started after that. He stated he thought they turned stimulation back on after the MRI but the first of (B)(6) was when he started having trouble. Therapy was turned back on and patient was on program 3 at 2.8. They turned stimulation on and stated he could feel it a little bit. It was noted that the patient was working with his hcp regarding the device. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.